Manufacturer narrative:
The customer reported that the AED will not power on and prompting a service code with a spare battery. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED will not power on and prompting a service code with a spare battery. They reported this did not occur during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it passed all functional testing. The depleted battery pack has not been returned and the cause of the complaint is not known.